Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient did recently have an MRI. The reporter thought the patient had the MRI because she was having pain. The patient had the MRI on wednesday and went back to the hospital last night due to pain and that's when the physician interrogated the pump. The logs were not read but attention dialog box noted an active motor stall alarm. The physician did not view pump logs so it is unclear if the motor stall happened prior or after the MRI. The reporter stated that the physician reported not be able to do anything with the pump including updating it after he read it yesterday. No further complications were reported regarding the event.

Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event and has been updated to (B)(4).

Event description:
On 2020-mar-19, additional information was received from a patient via a manufacturer representative (rep). The patient had an magnetic resonance imaging (MRI) on (B)(6)2019 and did not have their pump read until (B)(6)2019. When the pump was first read post-MRI, it logged a recovery in the logs confirming the pump was in telemetry mode. No symptoms or patient complications were reported. The pump contained morphine (2.5 mg/ml, 0.231 mg/day).